Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had intermittent button response due to corroded keypad trace. No buttons reacting without button press noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that display screen was changing without button press and numbers were scrolling without prompt. Customer's blood glucose was 28 mg/dl, which was treated with glucose tablets and juice. Customer's blood glucose at the time of call was 44 mg/dl. It was also reported that customer received a button error alarm. Caller states that insulin pump was exposed to moisture due to a severe low blood glucose that customer experienced and insulin pump was under customer's body. After troubleshooting, customer was advised that insulin pump would need to be replaced.